Manufacturer narrative:
Correction: section h6 method code 4114 should have been 4117, h6 results code 3221 should have been 213, and conclusions code 4315 should have been 67. Manufacturer narrative should have been "based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. ' instead of what was in the initial report. All of these corrections are reflected in this additional report 1.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated elective explant procedure, the patient's l5 lead broke off leaving contacts remaining in the patient. No further intervention is planned.